Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 4 years, 9 months due to stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4 (expiration date), g3, g6, h2, h4, h6 (component code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (clinical code, type of investigation). H11: corrected data: h6 (device code).

Event description:
It was learned through investigation that a patient with a 29mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of four (4) years and nine (9) months due to degeneration and mixed moderate to severe regurgitation/stenosis. The patient presented with refractory cardiogenic shock. A tmvr procedure was performed with a 29mm 9600tfx transcatheter valve. Per medical records, the patient underwent an tmvr with an 29mm 9600tfx due to severe ms with known severe rv and lv dysfunction. A postoperative echo revealed excellent seating of the 29mm 9600tfx with no pvl and a mean gradient of 1mmhg across new valve. The patient tolerated the procedure well and was transferred back to ccu in critical but stable condition

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2. H11: corrected data h6 (investigation conclusions), h11 (manufacturer narrative) svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including chronic kidney disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.